Event description:
It was reported that the catheter had migrated/dislodged at the distal segment. A dye study was done. The catheter was completely outside the intrathecal space. The patient had under-dose symptoms. The patient reported they had "full blown withdrawal symptoms." A revision was planned to be scheduled. As of 2015 (B)(6), the surgical intervention had not yet taken place. The pump system was delivering morphine. Patient's status at the time of report was "alive-no injury" as of 2015 (B)(6). It was unknown how the patient was doing and if they were receiving effective therapy as of 2015 (B)(6). (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Product ID 8598a, serial# (B)(4), implanted: 2014 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).